Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mechanical button 1 of a 6f/7f mynx control vascular closure device (vcd) got stuck, preventing the plug from detaching and deployment of the plug. The patient was reported to be on blood thinners and developed a hematoma. Additional information was requested but not provided. The device will not be returned for evaluation.